Event description:
During the implant procedure, the left ventricular (lv) lead was unable to be implanted. Following multiple repositioning attempts, similar observation was found. The event was resolved by explanting and replacing the lv lead. The patient experienced no adverse consequences.